Manufacturer narrative:
The device history record review was completed, and confirms that this device passed all manufacturing and sterilization inspections. No quality deficiency detected.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. According to the surgeon, the device was explanted due to an "av groove tear." Unfortunately, no other details were provided.

Manufacturer narrative:
(B)(4) - av groove tear. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. Due to patient privacy regulations, no additional information (i.e. Operative report, discharge summary, etc.) Could be obtained from the health-care provider. The device history record (DHR) review is currently in process.